Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 85 % of expected longevity, with battery at 98% on the depletion curve, equaling 87% projected longevity. Without the history of the programmed settings throughout its service life, there is no way to determinewhy the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 4193 implantable pacing lead, (B)(6) 2009.

Event description:
It was reported that the device had suspected premature depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.